Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case in the opened carton. Solution was observed on the lens. One haptic is torn (still attached) in the gusset area. The other haptic is bent. The optic is broken into three portions. One optic portion is scratched on the anterior surface. The optic portions have additional torn/split and broken areas of damage. Product history records were reviewed and the documentation indicates the product met release criteria. A qualified cartridge was indicated. An unspecified handpiece and a non-qualified viscoelastic were indicated. The reported scratch was observed. The root cause cannot be determined for the complaint of "scratched lens, in and out". The updated information in the file indicated that the scratch was noticed when opened. It is unclear why a lens would have been loaded and delivered if an imperfection had been noticed upon opening. The returned lens was in three portions with additional damage to the optic and haptic which most likely was the result during the removal from the eye. The damage observed to the returned lens is similar in appearance to handling related damaged. The viscoelastic indicated is not qualified for the lens/cartridge combination used. There have been no other similar complaints in this lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the iol was scratched. There was patient contact. The procedure was completed the same day. Additional information was provided indicating that the iol was removed during the initial procedure. The iol came out of the package with the scratch on it. The surgery was completed with another iol.